Event description:
During a bso procedure, when the anvil jaws were opened, the reload fell out of the gun. It took 20 minutes to retrieve it. There was no pt consequence. Used another like device to complete the procedure.